Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional thought the cardiac re-synchronization therapy defibrillator (crt-d) was not correctly functioning. The device remains in use. No patient complications have been reported as a result of this event.